Manufacturer narrative:
Type 2 diabetic reported that he is no longer using v-go due to hospitalization due to high blood sugars while on v-go. Patient could not provide any additional information at the time of the call. All information regarding the hospitalization, v-go therapy details and insulin is unknown. The device was not returned for evaluation. Root cause cannot be determined based on information provided.

Event description:
Type 2 diabetic reported that he is no longer using v-go due to hospitalization due to high blood sugars while on v-go. Patient could not provide any additional information at the time of the call. All information regarding the hospitalization, v-go therapy details and insulin is unknown. The device was not returned for evaluation.